Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided.

Event description:
It was reported that the implant was removed due to becoming fractured at the site. The implant was fractured at the body of the implant.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One osseotite® implant 3.75 x 10mm (oss310) was returned for investigation. Visual evaluation of the as returned product identified fracture around the threads and bone residue around the external threads due to usage. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot (2012062129) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number (2012062129) for similar events (complaint category keywords: functional: fracture: implant) and no other complaint was identified. Functional testing was not performed due to the nature of the device and event. The reported event couldn't be recreated. A definitive root cause could not be determined. Based on the available information, the causes of the reported event could be attributed excessive torque applied during placement/seating or patient factors such as overloading. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.